Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2009. Information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2009 was due to pain and acetabular loosening. The modular head, acetabular component and taper sleeve insert were removed and replaced. No further information has been provided to date.